Manufacturer narrative:
Device analysis results. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the conclusion code of adverse event related to procedure. This code was selected as the most probable complaint cause based on the information available. The device was not returned for product analysis. It is noted that the event of dissection is a known adverse event associated with device use. The reported dissection was flow limiting and required treatment via deployment of additional stent to cover the dissection, therefore additional device required was coded as related to the procedure.

Event description:
It was reported that a dissection occurred requiring additional intervention. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified distal left anterior descending artery (lad). The lesion was pre-dilated with a 3.00 x 12 mm non-compliant balloon. A 3.00 x 20mm synergy xd drug-eluting stent was deployed at 11 atm and post dilated with a 3.50 x 12 mm non-compliant balloon. A type c non-flow limiting proximal stent edge dissection was then observed. The cause of the dissection was believed to be the stent expansion. The dissection was covered with another 3.00 x 8mm synergy xd stent and the procedure was completed. The patient was stable and fully recovered post-procedure.